Event description:
Report of pt with broken sign nail. I.m. Nail broke at the distal femur as a result of additional trauma (pt fell). The broken nail was removed, and was replaced with a new sign nail.